Event description:
A review of service data detected a reportable problem. During servicing, one of the cables on electrode belt sn (B)(4) was severed. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation the cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.